Event description:
Percutaneous transluminal angioplasty (pta) was performed in a 100% stenosed lesion with calcification and moderate tortuosity in the superficial femoral artery. The intravascular ultrasound (ivus) catheter was used to image the lesion. During withdrawal, the ivus catheter became caught in the sheath and the distal tip was detached. The detached tip was successfully retrieved as a unit (pro2 catheter, detached tip and guidewire). The procedure was completed with another ivus catheter.